Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of the peritonitis was unknown. On the same day as onset, the patient visited the renal ward and began treatment for the event with intraperitoneal (ip) vancomycin and gentamicin added to the pd solution bags (doses and frequencies were not reported). The patient was also given oral ciprofloxacin to administer after the ip therapies run out (dose and frequency was not reported). On the same day the patient was sent home and therefore was not hospitalized for the event. No further detail was provided regarding the outcome of the peritonitis event or whether pd therapy was ongoing. No additional information is available.